Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Related manufacturing ref: 3005334138-2020-00246. During a left ventricular (lv) ischemic ventricular tachycardia (vt) procedure, a pericardial effusion occurred. During a four hour procedure, after 3441 secs of ablation in the lv and lv apex the patient became hypotensive. An echocardiogram revealed a pericardial effusion for which a pericardiocentesis was performed to stabilize the patient. The patient is recovering in the intensive care unit. There were no performance issues with any abbott devices.

Manufacturer narrative:
One bi-directional, curve f-j, tacticath sensor enabled contact force ablation catheter was received for evaluation. No visual anomalies were noted. The magnetic sensor, thermocouples, and electrodes 1-4 met specifications during electrical testing. Optical fibers 1-3 met specifications for optical properties. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported pericardial effusion remains unknown. Per the IFU, vascular perforation is an inherent risk of any electrode placement.